Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing step. The customer's blood glucose was 7.2 mmol/l. The caller stated that the reservoir had just been changed and did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence and proceed with the fill tubing step. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform the occlusion and the excessive no delivery test due to the motor error alarm. The insulin pump was also received with a minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.